Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The no power and low flow alarm functioned as expected during bench testing. Analysis of the event log file did not record any suppressed audio events. As a result, the reported no sound event was not confirmed. Log file analysis revealed three (3) controller power up events logged on (B)(6) 2020 at 11:45:05, on (B)(6) 2020 at 13:16:30, and on (B)(6) 2020 at 21:36:14. No anomalies were observed prior to the losses of power. The controller was without power for 38 seconds, 1 minute and 6 seconds, and 3 minutes and 10 seconds, respectively. Analysis of the alarm log file revealed three (3) low flow alarms were logged since (B)(6) 2020. As a result, the reported losses of power and low flow alarm events were confirmed. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 5076-52 lead, implanted on: (B)(6) 2016, 6947m62 lead, implanted on: (B)(6) 2016, dtma1qq ICD, implanted on: (B)(6) 2020, 459888 lead, implanted on: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple unexpected power losses and ventricular assist device (vad) stops associated with them. The patient also stated that they had an active low flow alarm, yet they did not hear any sound coming from the controller. The controller was exchanged. No patient complications have been reported as a result of this event.